Event description:
The caregiver assisting a (B)(6) female pt contacted zoll lifecor customer support to report an error message to call for service. Customer support requested a download, which revealed a service code 204. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the code 204 messages was physical damage to the trunk cable which resulted in intermittent connections. The root cause of the physical damage cannot be positively identified, but was likely caused by user handling. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.